Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted 7 days after implant due to loss of capture and helix extension issues. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted 7 days after implant due to loss of capture and helix extension issues. Lead was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
The helix difficulty allegations were confirmed and the failure-to-capture allegation was not confirmed. Patient code 3191 was used to capture the patient undergoing surgical intervention to explant the device.